Event description:
It was reported that pt presented with asymmetrical lens vaulting approx 1 month post implantation. Yag procedures were performed on (B)(6) 2012 to address the issue. Before yag procedures bcva was 20/20. The current bcva is 20/15, mild pco and striae is present and the pt prognosis is good. This report pertains to the pt's left eye. Ref MDR #2031924-2013-00046 for the intraocular lens in the pt's right eye.

Manufacturer narrative:
The lens remains implanted in the pt's eye. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.